Event description:
It was reported that there was a cgm error 42 experienced by the customer, which required assistance. A specific blood glucose level was not given, but it was implied there was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for a pump reset, and the customer successfully carried out a pump reset, resolving the issue without further errors. The customer was able to start a new sensor session successfully.